Manufacturer narrative:
The return device analysis confirmed reported noise and positioning failure (unable to curve and straighten). The reported break could not be confirmed. Additionally, material separation (dc handle screw) was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the investigation, material separation (dc handle screw) was identified as a potential quality issue. Furthermore, the reported noise and positioning failure (unable to curve and straighten) appears to be due to observed material separation of dc handle screw. A cause for the reported noise can not be determined. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report the inability to straighten the tip. It was reported that during preparation of the steerable guide catheter (sgc), a rattling noise was observed when flushing the guide. The +/- knob was tested however the guide tip did not curve or straighten, a cable break was suspected. The sgc was not used and replaced with a new one. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.